Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: a review of the black box showed a sudden voltage drop prior to a low battery alarm and power loss on the date of the complaint. The pump was tested for 24 hours with the customer pump settings with no alarms, overheating, or power losses. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected with no defects found. The battery was not returned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter alleged the patient woke up with the pump beeping and the pump felt hot to the touch. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.